Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering observed the distal end of the instrument main tube exhibits scratches and abrasions with material removed and a rough surface finish. The damaged area is located approximately 2 inches above the proximal clevis. The abrasions are axially aligned with the tube and approximately 1.3 inches long and .085 inches wide. No other damage was found. In (B)(6) 2011, an isi representative performed additional training for prevention and detection of damaged cannula accessories at this hospital. A dropped or mishandled cannula can result in a dent of the cylindrical portion of the cannula and can become out-of-round which may result in scraping of the instrument shaft when inserted through the cannula. Drops may occur during cleaning or rough handling. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that near the end of a da vinci si hysterectomy procedure shards of the 8mm dual blade retractor instrument fell into the patient. The patient was irrigated and the fragments were retrieved. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.